Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a double beep alert after bolusing. However, there was nothing on the insulin pump's screen about an alert. The beep anomaly occurred every ten minutes. The customer's last blood glucose level was 93 mg/dl. The product was not returned. Nothing further to report.